Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm catheter broke after placement this patient was admitted to the hospital on (B)(6) 2025 needing multiple infusions using an indwelling needle, two days later at the end of the infusion using sodium heparin to seal the tube, when closing the switch, the clear tube broke, resulting in blood reflux from the puncture site and immediately removed the indwelling needle and pressed on the puncture site to stop the bleeding, which improved after ten minutes.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#4052072): 1) the products of this batch were assembled at intima ii auto line 4 in mar 2024 and packaged at r240 package line in mar 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the extension tubing batches used in this batch of products is 4054194, review the raw material inspection records, no abnormalities. 2. No defective sample and photo have been received, the specific site and damage state of the break of the extension tubing cannot be identified. 3. The retained sample of this batch is taken, the extension tubing and the clamping parts of the pinch clamp are checked, no abnormality is found. The sample is carried out for the pinch clamp sealing pressure test (test process: the extension tubing is pinched by the pinch clamp in the same position for more than 64 times and then held in the pinched state under 800mm pressure device for 3 days). Test results: no leakage is found at the extension tubing. 4. The pipe rupture occurred two days after use, indicating that the indwelling needle was normal both before and during use, while also stating that there were no quality issues with the indwelling needle product. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the defective sample has not been returned, the relevant tests cannot be performed, and the pipe rupture occurred two days after use, the usage status of the sample during this period is unknown, so the root cause of the pipe rupture cannot be determined. The plant will continue to pay attention.